Event description:
Emergent intubation, after code was completed staff noted cuff was blown, had to re-intubate, code was called. Patient expired not related to equipment. Tube was 7.5, re-inserted a 8.0.